Event description:
It was reported that during a laparoscopic cholecystectomy, the device had a difficulty in putting in and taking out the electrode tip and being rotated. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information the device was received with the electrode bent. The shaft was tested for continuity and was found to be conforming. The bent shaft prevented the tip from extending and withdrawing. No conclusion could be drawn as to what caused the above described condition.